Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Late emdr submitted per CAPA:679110. Device evaluation: the device related to the reported event of rupture/capsular contracture was received on april 10, 2024, with lot number 2190658. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device assessed as surgical impact opening. (Shell thickness was within specification). And missing piece of shell assessed as inconclusive. Capsular contracture: unable to observe since it is not related to the device. Additional observations: stress marks observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported implant rupture discovered by x-ray and capsular contracture, baker grade I, on the right side. The device has been explanted.